Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that cartridge alarms occurred during insulin delivery. A replacement pump was sent to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
D9: yes 4/15/2024, h3:yes, remove: other and device not returned, h10: remove statement. D9: yes 4/15/2024, h3:yes, remove: other and device not returned, h10: remove statement.